Event description:
An optometrist reports a patient with tear instability in both eyes three weeks following lasik treatment. The patient reported her eyes were uncomfortable and dry. The left eye was worse than the right. Temporary punctal plugs were inserted in both eyes. In a follow up with the optometrist, he indicated the event was resolving. The patient is using artificial tears and ointment to treat the dry eyes. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).